Event description:
A report was received that the patient was experiencing irritation at the ipg site. It was also reported that the patient was having difficulty charging the ipg following a non device related procedure wherein electrocautery was used. It was noted that the ipg was damaged. The patient underwent an ipg replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery (physicians implant manual 90970880-04).

Manufacturer narrative:
Additional information was received that the patient was doing well postoperatively. The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing irritation at the ipg site. It was also reported that the patient was having difficulty charging the ipg following a non device related procedure wherein electrocautery was used. It was noted that the ipg was damaged. The patient underwent an ipg replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual (B)(4))